Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Additionally, while troubleshooting with tandem technical support, customer delivered a 5 unit bolus while disconnected from the pump and stated it didn't look like 5 units of insulin that came out the tubing. Customer's blood glucose level was around 400 mg/dl. Reportedly, the customer changed pump supplies to resolve issue.